Event description:
It all started within 3 months of doing the essure (profanity) procedure on (B)(6) 2009. I had the essure procedure inserted by dr. (B)(6) on (B)(6) 2009. I started experiencing my pelvic region to be very itchy and discomforting including high and low levels of pain even after the 6 week post surgery time. I did report this and was told it's normal. Following 3 months after 6 week post surgery visit I started to experience a metal/metallic taste in my mouth which I was told for some time over and over again that it was an infection but most of the time no infection was found but I would be given antibiotics. The antibiotics helped a very short time and the recurring nasty metal/metallic taste was back. Metal/metallic taste seemed to come back worse than before each time. I didn't know at the time that there was nickel in these coils. I was left to believe there were titanium alloy material. Yes, dr. (B)(6) asked if I had a nickel allergy and I stated yes. I have been allergic to nickel since I was very young. The whole time my pelvic pain persists until this very day. I gained weight which I have been on a struggle to lose since having this product removed along with my right ovary on (B)(6) 2012. I have lost count on how many uterine biopsies done because of my pain. I was also not aware if you had pelvic inflammable disease (pid) that I wasn't a candidate to receive essure (profanity). Thanks to dr. (B)(6) for removing the product took at least 6 months for my body to detox from this product to where I no longer had the metal/metallic taste. Unfortunately, I still have the chronic pain as well as having been diagnosed w/severe chronic pain syndrome and severe fibromyalgia which symptoms didn't appear until after this product was inserted into my body. No information hardly on the product and I trusted my obgyn and the maker at the time but hardly trust any doctors now. All this thanks to essure (profanity).